Event description:
Through insurance claims activity, pelton & crane became aware of an incident involving a 25 year old original lft+ dental light. Based on info provided, it appears that the light fell onto the pt's head. At this time, no other info is being provided other that the doctors insurer bringing a potential claim against pelton & crane based on alleged injuries sustained by the pt during the incident.